Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a clinic and was prescribed two unknown antibiotics with unknown procedure reported. No further details to report.